Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempts with different charging cables and sources, the issue persisted, requiring the customer to hold the cable in place for charging. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.